Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v119703, implanted: (B)(6) 2008, product type: lead. Product ID 3487a-56, lot# v119703, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was unresolved with no further actions planned. No actions were taken as interventions. The device was interrogated and showed electrodes greater than 40,000 ohms. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads and implantable neurostimulator (ins). Relevant medical history included: non-malignant pain

Event description:
Additional information from the healthcare professional reported the cause of the high impedance was not determined.